Event description:
Per the clinic, the patient experienced an infection at the implant site and an extrusion of receiver stimulator (specific date not reported) resulting in the decision to explant the device. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 09, 2023.

Manufacturer narrative:
Correction: per the clinic, it was reported that there was no infection. This report is submitted on march 03, 2023.

Manufacturer narrative:
Device analysis has indicated device failure. This report is submitted on may 9, 2023.